Event description:
Procedure: laparoscopic gastric bypass. According to the reporter, the suture broke while stitching. It was reported that the suture felt very weak and broke when it should not. Another suture was used to complete the case. No tissue loss. No tissue damage. No extension of the incision. No blood loss greater than 500cc. No delay in surgical time over 30 minutes. No device fragment fell into patient.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/31/2015.